Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and revealed that there were no anomalies found. It was noted that the proximal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had cosmetic depression, and apparent explant damage was noted.

Event description:
It was reported that the atrial lead had high impedance measurements and high thresholds. It was also reported that a chest x-ray showed freying of the lead. The lead was capped and replaced. No patient complications were reported as a result of this event.